Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device indicates spring wire guide /catheter resistance - kinked.

Event description:
The customer reports it is not possible to advance the cvc over the needle. A resistance was noted at the blue junction hub.

Manufacturer narrative:
Qn# (B)(4). The customer returned one catheter and spring-wire guide (swg) for evaluation. Visual examination of the guide wire revealed a deformed j-bend tip. Microscopic examination of the swg revealed offset coils in the j-bend tip and both welds are full, spherical, and intact. Visual examination of the catheter did not reveal any defects or anomalies. The offset coils in the j-bend tip were located approximately 5 mm from the distal end of the swg. The catheter body length and the outer diameter of the swg were measured and were found to be within specification. The proximal end of the returned swg was advanced through the distal end of the returned catheter to functionally test the components. The swg was able to advance through the catheter body but could not advance through the catheter juncture hub. When the swg was advanced from the distal extension line it was able to fully pass through the catheter and out of the catheter distal tip. All 3 extension lines were flushed with water and functioned as expected. A manual tug test confirmed both welds were intact. A device history record review was performed and no relevant findings were identified. (Con't) other remarks: the customer report of difficulty advancing the swg through the catheter was confirmed through functional testing of the returned catheter. The returned swg contained offset coils, a deformed j-bend tip, and was unable to pass through the catheter juncture hub when advanced from the catheter distal tip. Based on functional testing, the probable root cause is likely related to the manufacturing/molding of the catheter juncture hub. A CAPA has been initiated by the manufacturing site to further investigate this complaint issue.

Event description:
The customer reports it is not possible to advance the cvc over the needle. A resistance was noted at the blue junction hub.